Event description:
When the motor was plugged in, fluid began leaking into the container holding the batteries and then leaked brown fluid out onto the floor. It was further reported that a spare device was used to complete the surgery.